Event description:
A customer reported to baxter (B)(4) that during hemodialysis therapy an air leak was observed in the chamber of the product. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was evaluated and the problem was confirmed. The cause was determined to be an excess of solvent in the assembly between the cap and the bushing tube in the arterial line. A follow-up report will be filed should any significant supplemental information become available. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. (B)(4).